Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing, cough and nausea. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging difficulty breathing, cough and nausea. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, product investigation laboratory observed dust-like contamination on the front panel, top enclosure underneath the flip doors, and rear panel. A whitish dust-like contamination was observed around the air inlet of the blower box. An unknown dust-like contamination was observed around the air inlet of the blower box. A dust-like contamination was observed on the blower box seal on the blower cap, on the blower motor, and in the base of the blower box. Evidence of liquid ingress with dust-like contamination consistent with mineral deposits was observed on the bottom of the blower motor. A keratin-like substance was observed at the blower box outlet. The product investigation laboratory was able to confirm the presence of degraded sound abatement foam residue in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.